Event description:
Revision surgery - the pt was experiencing pain at the wound from the first revision surgery on (B)(6) 2010. The doctor decided to perform an I&d with poly swap. The wound was thoroughly washed out and the tibial insert was exchanged.